Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data confirmed the report of a pump stoppage due to a disconnection of the driveline. However, a direct correlation between the device and the reported respiratory dysfunction could not be determined through this evaluation. It was reported that the patient experienced an alarm at 3:30 in the morning. The patient panicked thinking he only had 15 minutes of power left so he tried switching to batteries and when the alarm did not resolve he attempted to exchange his system controller and disconnected the driveline in error. After the event, the patient arrived to the emergency room. The patient was found to be obtunded and had agonal breathing; therefore, he was intubated to protect his airway. He was also placed on hypothermia protocol and had an electroencephalogram (eeg). It was reported that the actual cause of the patient¿s respiratory issues was not determined, and it was unknown whether the pump stoppage due to the patient disconnecting the driveline was a contributing factor. Despite the respiratory dysfunction, the patient was awake and moving all extremities following the event and was reportedly discharged over the coming weekend. The controller event log file submitted on 23sep2019 contained data from (B)(6) 2019 12:29:17 pm to (B)(6) 2019 2:54:35 pm and appeared to show the pump operating normally with no atypical alarms captured until (B)(6) 2019 at 3:22:02 am when backup battery fault alarms activated. The patient switched from mpu to battery power a couple minutes later and then disconnected the driveline at 3:31:12 am, which is consistent with the report that the patient tried switching to batteries and when the alarms did not resolve he attempted a system controller exchange. The driveline was reconnected to the controller approximately 11.5 minutes later at 3:42:50 am and the pump ramped back up to speeds above the low speed limit at 3:42:54 am. The pump appeared to operate as intended with baseline parameters for the remainder of the log file and the backup battery fault alarms resolved a couple hours later on (B)(6) 2019 after the backup battery was reportedly exchanged. It was later reported that the patient called the night of (B)(6) 2019 with recurring backup battery fault alarms, which were confirmed upon review of the log files submitted on 02oct2019; however, the log file data appeared to show the pump operating as intended with stable parameters and no driveline disconnect events. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. Both documents provide instructions on how to replace the running system controller with a backup controller, warn that disconnecting the driveline from the system controller will result in a loss of pump function, and instruct the user to promptly reconnect the driveline to resume pump operation if it disconnects from the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was hospitalized after disconnecting the driveline in error while trying to manage a backup battery fault alarm. This caused the pump to stop for 3 seconds. The patient later presented to the hospital obtunded but the cause of the obtunded state is not known. The patient was then intubated to protect his airway as the patient was agonally breathing. The lvad coordinator is not sure if the lvad pump stop caused these symptoms. The patient was placed on hypothermia protocol, cooling their core temperature, and had an eeg. The backup battery was exchanged in the hospital and the alarm resolved. The patient was discharged but returned after the weekend due to the backup battery fault alarm reoccurring. The patient's system controller was then exchanged and will be returned. Analysis of the log file confirmed the backup battery fault that occurred after the backup battery was changed. No additional information was provided.